Event description:
It was reported that patient a underwent bunionectomy on (B)(6) 2014. During the procedure the screw driver stripped out the head of one screw and the screw was not able to progress any further. Surgeon implanted a second screw and a guide wire fractured off twice in the screw. The bottom third of the guide wire stuck in the screw and was not protruding outside the bone so the surgeon left it in the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Manufacture date ¿ unknown. Sales rep present at procedure indicated that the wrong size guide wire was used with the screw and that is what caused it to break. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-002842 / 02843).